Manufacturer narrative:
This device is unable to start a reading due to the spring contacts not making contact.

Event description:
The patient reports that the device shuts off before a reading is taken. The patient had no adverse event or reaction resulting from this problem.